Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where six infusion sets fell off on 16-may-2024, 17-may-2024, 20-jun-2024 and 23-jun-2024 during use.the events occurred within 24 hours of insertion. Patient replaced infusion sets and resumed insulin successfully. No further information was available.